Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device touchscreen did not respond when pressed. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device touchscreen is non responsive. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility by a field service engineer, the device touchscreen did not respond when pressed. No additional info was provided.